Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the following was found: brittle fractures originated at the welds, making the guide wire distal end more susceptible to tearing. This suggests a molding defect in the guide wire distal end, indicating that it was not molded under optimal processing conditions. The suggested event is detectable/preventable by handling the equipment in accordance with the following IFU. When using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the mechanical lithotriptor's guidewire tip had fallen off. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.